Event description:
Caller reported cgm error 42, affecting their continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully started their sensor session without further issues.